Manufacturer narrative:
This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant medical products: 4968-35 lead; 407652 lead, implanted (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increased capture threshold. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.